Event description:
The customer reported that she had blood glucose. Customer stated that wanted to make sure that the insulin pump is working. Customer stated that the last meter has been showing hihg and treated with the insulin pump and wanted to make sure it giving delivery. Customer's blood glucose was 440 mg/dl. Customer treated with bolus on the insulin pump. Troubleshooting was done. Customer does not have the tubing clamp advised to call back once she receive the tubing clamp to continue the troubleshooting. Advised the customer to change the entire set, reservoir, insulin and treat per health care provider's instruction. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.